Event description:
Related manufacturer report numbers 1627487-2022-02485, 1627487-2022-02486. It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced, resolving the issue. During the procedure, it was found that one of the leads was fractured. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.